Event description:
It was reported that during a da vinci s hysterectomy procedure, that the harmonic curved shears (hcs) insert accessory installed on the hcs instrument broke and fell into the patient. The insert accessory was retrieved and the surgeon proceeded with the procedure using a replacement insert accessory. After some time of use, a piece from the replacement insert accessory broke off and fell into the patient. The broken piece from the replacement insert accessory was not retrieved. No patient harm, adverse outcome or injury was reported. The following med watch report was sent to the FDA regarding the second event: 2955842-2010-00294.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering found the hinge feature at the distal end of the inner tube which mates with the clamp arm pins, to be bent. As a result the clamp becomes loose or disengaged. The clamp arm was returned with the insert, however no parts are missing. The teflon pad remains affixed to the arm. The curved blade presents gouge and scratch marks on different sections from the tip to the base. Engineering concluded that breakage of the harmonic curved shears (hcs) insert accessory was most likely caused by intra-operative instrument collisions. No other damage was found. On (B)(6), 2010, rn, (B)(6) reported that during the procedure the surgical staff observed that the surgeon grasped another endowrist instrument also being used during the procedure with the insert accessory, thus causing the insert accessory to break. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.